Event description:
Complaint alleged that the head section would not lower. No injury alleged.

Manufacturer narrative:
Technician found that the gas spring was leaking oil. Replaced the gas spring to resolve this issue. Unit found in bed shop.